Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cannula was installed on 28-jul without problem. On 01-aug-2025: observation of bloating leak, balloon fragility at the introduction of the cannula in a percutaneous tracheotomy. Patient impact: desaturation. There was 1 patient involvement. No consequences for the current condition of the patient. Actions taken for the patient: change of device.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue was cuff deflation/leakage can be confirmed. The probable cause is unknown. No damages or anomalies observed. The cuff did not retain any of the filled air. The cuff was checked for leaks by submerging it in water. A leak was observed from the cuff. Upon closer inspection under magnification, micro tears were observed on the cuff surface. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
One used trach tube was received for analysis of deflation/leakage. As received, there were no damages or anomalies observed. In order to replicate clinical use, the trach cuff was inflated with 10ml of air. The cuff did not retain any of the filled air. The cuff was checked for leaks by submerging it in water. A leak was observed from the cuff. Upon closer inspection under magnification, micro tears were observed on the cuff surface. The damage on the cuff is consistent with damage observed with contact with teeth during insertion. The complaint of cuff deflation/leakage can be confirmed. The probable cause is due to a molding error during manufacture. A lot history review could not be conducted because no lot number(s) was/were identified.